Event description:
Hcp reported "increased burning with MRI, pump removed secondary to skin infection." It was noted that the pump looked "lop-sided" on the reservoir side upon explant. The pump was explanted and returned to the manufacturer for analysis. The patient is doing fine since their pump replacment surgery. The patient had a risk factor of having "chronic infections."